Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the alleged malfunction. The stm replaced the batteries and verified that the new batteries passed the runtime test. The stm then completed full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a low battery alarm. It was not reported under what circumstances the event occurred. However, there was no patient involvement or adverse event reported.